Event description:
Reportedly, when the device defibrillator discharged energy to the pt 'nothing happened'. This was said to have occurred 3 times in succession. An AED was made available and was used. Pt outcome was not reported.